Event description:
Patient/user of the fmc device called tech support in regard to alarms for drain complications the prior night's treatment. The patient cancelled her treatment and noticed fluid leaking when removing tubing. Patient states she will continue with manual treatment. Follow up with the patient's peritoneal dialysis rn (pdrn) revealed the patient's pd fluid culture was positive for acinobacter baumannii on (B)(6) 2012. The patient was treated with antibiotics at that time. The patient completed her treatment course of cipro by (B)(6) 2012. The patient was placed on ip antibiotics following the leak event on (B)(6) 2012.

Manufacturer narrative:
The device was returned for evaluation. A pin hole was identified in the returned cassette. The fluid leak was confirmed. Drain complication alarm was not confirmed. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. A search of complaint records listed no other fluid leaks or drain complication alarm complaint for this device. The clinical investigation indicated there is no suspected casual relationship between the cycler and the peritonitis event. The peritonitis event on (B)(6) 2012 pre-dates the fluid leak incident on (B)(6) 2012, almost a month later. Complaint history shows no report of any fluid leak or device malfunction weeks prior to the said peritonitis event. The fmc pharmacovigilance physician concludes peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field and/or aseptic technique. There is no history of device malfunction or cassette leak which could have caused or contributed to this event of peritonitis. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.